Event description:
Related manufacturer reference number: 2017865-2023-13988. It was reported that the patient¿s pacemaker was explanted and replaced for an unknown reason. The patient¿s right ventricular (rv) lead was also capped and replaced during the same procedure on (B)(6) 2023 for an unreported indication as well. No additional information was provided.